Event description:
Customer claims to have developed a severe burn on his penis after using a condom. He did seek medical attention. His dr states that he experienced a severe reaction. The dr also states that the customer displays a large area of complete depigmentation on his penis.